Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease (cad). Vascular access was obtained via the radial artery. The 24mm in length, 3mm in diameter and the de novo target lesion was located in the left anterior descending (lad) artery. A 3.00x24mm promus element drug-eluting stent was deployed in the target lesion. Post stenting, while taking orthogonal views of the deployed stent, a distal edge dissection was noted in the lesion. A 2.75x28mm promus element stent was advanced to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.